Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The reported problem was verified by functional testing and visual inspection. The cause is piezo/speaker. Replaced main board to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit¿s audible alarm it¿s not beeping; it is believed that there this is an issue with the speaker. Also, the over temperature alarm is not triggered by the test button, therefore calibration needs to be performed. There was unknown patient involvement and unknown patient harm/adverse event reported.